Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the left ventricular lead dislodged. The lead was in position initially, but the guidewire was unable to be removed. After using strong counter-traction, the physician was able to free the guidewire, but slack was lost in the lead. The physician attempted to insert a different guidewire to correct the slack, but then the lead dislodged. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.